Manufacturer narrative:
(B)(6) 2016- device evaluation & resolution: the field service engineer ordered the cpu pcba for replacement. The customer will perform the repair.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup alarm test failed. This is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. Patient involvement unknown.